Event description:
Concern about intranasal atomizer design that uses IV compatible connection. We are seeing a move to use more intranasal meds (eg midazolam, ketamine, fentanyl, dexmedetomidine). The in administration is either by ¿drops¿ or atomized. Atomized drug is given with a mad nasal syringe tip atomizer. The issue is that the mad nasal systems has a female luer locker/pressure fit design that necessitates use of an IV syringe for a med meant to be given in. Note there are mad atomizer products that have an integral syringe with a ¿spike¿ to remove drug from an IV vial. (Made by teleflex) that also used IV compatible connections. (Pictures attached). This obviously makes it a concerning problem whenever someone prepares a nonparental drug in an IV compatible syringe. Additionally, if pharmacy were to prepare the drug as a ready to use unit dose syringe- we would need to dispense as an IV syringe of med so the atomizer could be used. This certainly violates the rule about using IV syringes for nonparenteral routes. Pharmacy could not dispense with the mad nasal tip attached as there is no ¿cap¿ on the atomizer tip device. Pictures attached, we have not yet decided on how best to build safeguards when pharmacy prepares beyond a warning label. Medication administered to or used by patient: no. (B)(6).